Manufacturer narrative:
Age at time of event: (B)(6) or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(6).

Event description:
It was reported that allergic reaction occurred. In (B)(6) 2015, percutaneous coronary intervention was performed. The target lesion was located in the mildly tortuous distal right coronary artery. A 20x2.25 promus premier¿ drug-eluting stent was implanted to treat the lesion. On the same day, the patient was discharged from the hospital after the procedure. In (B)(6) 2016, the patient visited the hospital claiming that rashes appeared on his entire body. The physician stopped administering the internal medicine to find the cause, and performed the patch test. Prasugrel was changed to plavix and the allergic reaction subsided. No further patient complications were reported and the patient's condition was getting better and is currently under observation.